Event description:
The recipient is reportedly experiencing a persistent red and swollen scalp. The recipient was reportedly hospitalized. The processor was not able to connect to the device; external equipment was exchanged and the connection issue resolved. The device is testing within normal limits.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.7, b.1, b.2 & h.1, d.6b and h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's skin flap issue has resolved, and the device is working normally. Device testing revealed results within normal limits. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.